Event description:
The father reported that the user's hearing performance with the device has gradually decreased about 6 months ago. It is unknown if an incident of trauma has occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The father reported that the user's hearing performance with the device has gradually decreased about 6 months ago. It is unknown if an incident of trauma has occurred.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The father reported that the user's hearing performance with the device had gradually decreased about 6 months ago. It was unknown if an incident of trauma had occurred. The user has been re-implanted.